Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter evaluated the device in question. The evaluation confirmed the "downstream occlusion!" Alarm. Further testing found the downstream sensor and downstream pressure plate gap to be out of specification. The device was re-calibrated.

Event description:
During baxter's device evaluation, the device alarmed "downstream occlusion!" When no occlusion was present. There was no patient involvement.